Event description:
It was reported the device was used during a sigmoid colectomy. It was reported the surgeon used 2 pursestrings for the distal and proximal ends of the bowel. He inserted the cdh29 transanally and fired properly. He checked the anastomotic rings. Both were complete donuts. He then checked anastomosis with air at which time he discovered several leaks. He had to hand sew over 50% of the staple line. There was no consequence to the pt.